Event description:
Literature was reviewed regarding ¿ association of neutrophils, lymphocytes, and neutrophil-lymphocyte ratio to overall mortality after endovascular abdominal aortic aneurysm repair¿. The time frame of this study was over a four year period. 178 patients underwent evar procedures were included in the study. The mean maximum aneurysm diameter was 52.9±8.6 mm. Multiple manufacturers devices were implanted including medtronic endurant stent grafts. The purpose of this study was to determine the predictive ability of neutrophilia, lymphocytopenia, and neutrophil-lymphocyte ratio (nlr) for overall mortality after evar for aaa. Among the patient population the following malfunctions occurred: type iii endoleak no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ssociation of neutrophils, lymphocytes, and neutrophi l-lymphocyte ratio to overall mortality after endovascular abdominal aortic aneurysm repair¿. Nishibe t, kano m, maekawa k, matsumoto r, fujiyoshi t, iwahashi t, et al. A international angiology 2022;41:136-42. Doi: 10.23736/s0392-9590.22.04795-2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.